Event description:
The device was during a wedge resection procedure. Reportedly, the instrument was difficult to close and the handle broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.